Manufacturer narrative:
Section h6 health effect - impact code corrections. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called emergency medical services (ems) saying they felt their heart was racing. The patient was found to be in ventricular tachycardia (vt) with heart rate in the 200s. The patient's direct current cardioversion (dccv) was at 150j in emergency department (ed) with return to sinus tachycardia (st) heart rate 103. The patient's mean arterial pressure (maps) were 70-80s throughout although the patient was diaphoretic, dizzy and complaints of chest pain (cp). There were no unusual alarms in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b2 correction. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient had cardioversion and was given amiodarone. The patient had a history of ventricular tachycardia (vt) prior to left ventricular assist device (lvad) implant. The arrhythmia was not thought to be device related in this event, and it was resolved.